Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec: fill 1 834.7 ml, drain 1 834.7 ml, fill 2 834.4 ml, drain 2 834.5 ml. Per cqi56 a fill/drain 1 or 2 volume outside range 750.0 ml - 828.2 ml is reportable. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for therapy monitored volume failed performance specification: fill 1 834.7 ml, drain 1 834.7 ml, fill 2 834.4 ml, drain 2 834.5 ml (rite specifications 774 - 821 ml). The pal evaluated the device. Accuracy confirmation test was performed and device failed. An external/internal inspection was performed and deteriorated piston foam was revealed. The assignable cause of therapy monitored volume failed performance specification was determined to be deteriorated piston foam. Piston foam will be scrapped. Device was sent to servicing.